Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product codes: ktt. Part: 214.836, lot: 3l42536, manufacturing site: mezzovico, release to warehouse date: february 21, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the investigation of the cortex screw has shown that at the screw is broken between the screw head and the threaded shaft. Furthermore, there are several mechanical damages at the stardrive access visible. The broken threaded shaft is not available for an evaluation. Therefore the complaint is rated as confirmed for this screw. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. However the part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for implants for surgery, stainless steel. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this cortex screw as the screw is broken between the screw head and the threaded shaft. The exact cause of the breakage cannot be defined as there was just few information provided and as the fragment was not returned for evaluation. Further investigation of the screw head has shown that are several mechanical damages at the stardrive access visible. This indication let us assume that the device encountered unintended forces, such as a mechanical overload during surgery, which finally caused the post manufacturing damages. The microscopic view of the broken surface at the threaded part of the screw head does not show any anomalies of materials structure. The damage pattern at the fracture face is a typical torsional forces. The cortex screw could not resist the applied force which finally let to the material overload / fatigue failure, for example metallic contact with the plate or the bone density was harder than normal. By the evidence, that the device passed our final inspection before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformance's. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date the patient was getting implanted with a 2 hole plate, but then surgeon decided to remove it and replaced it with a 4 hole plate. During this procedure the head of the screw broke and screw shaft remained in the patient. There was unspecified amount of delay due to change in the plate. There was no patient harm reported. No further information provided. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity # 1). This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).